Manufacturer narrative:
A review of the complaint history for sn: (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn: (B)(6) was performed from the date of manufacture, 04-aug-2021 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the spilled saline bag had damaged the drawer 6 matrix controller board. A field service engineer (fse) replaced the damaged controller board and performed a total firmware update, which restored functionality to all affected drawers and devices. The fse then conducted hardware testing and had the customer perform medication inventory, confirming proper operation of the unit. The system functioned as intended after the field service engineer repaired the device.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es, refrigerator and two drawers were not opening and failed to recover. The customer stated that there was a delay in patient care. However, there were no adverse events or injuries reported based on this event.